Event description:
Received information regarding a cartridge alarm 1 during bolus delivery. Cracks in the cartridge were observed by customer. Customer is unsure if the reported issue impacted her blood glucose level.

Manufacturer narrative:
The device evaluation report has been completed and the customer complaint was confirmed.